Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the presence of biological debris within the devices which have interfered with their programming and/or pressure control mechanisms. The biological debris has caused the returned valves to fail the programming and/or pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above, or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.

Event description:
Rep reported that the patient arrived at the hospital emergently. When the doc tried to re-program the valve it would not move. Several attempts were made and the device appeared to be stuck. Since the device was not moved, the surgeon opted to revise the valve. Upon examination of the valve during the explant they noticed csf pooling around the site. When the device was removed it was noticed that the siphon guard had become slightly detached from the valve housing and was split open.